Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address bg. Customer called paramedics and they tested customer bg level. However, they did not provide any sort of medical intervention. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.